Event description:
It was reproted that during a coronary treatment procedure, the choice pt guidewire was sticking inside of the sprinter balloon. The wire was successfully removed after pulling numerous times with great force. The balloon remained in position and a whisper wire was used to complete the procedure. No pt injuries or complications were reported.